Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling multiple cartridges with 200 units of insulin. Reportedly, the air was not being removed from the syringe when filling the cartridge with insulin. Blood glucose level was 330 mg/dl. Reportedly, a new cartridge was loaded successfully.